Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer usually closed it and resumed insulin delivery. The most recent occlusion was resolved with a pump supply change. The customer's blood glucose level was not impacted.